Event description:
Medtronic received information that the patient with this bioprosthetic mitral heart valve and two other bioprosthetic mitral heart valves experienced severe mitral valve regurgitation, perivalvular leakage, post-operative endocarditis/infection, valve dehiscence and vegetation at one or more times over an 18-month period following initial device implant. The information was contained in a copy of a legal discovery request regarding a legal proceeding against the patient¿s health care providers, and did not indicate which issues were specifically associated with the three devices. A copy of the death certificate in the discovery request showed the patient passed away due to natural causes approximately 76 months after the implant of the first valve. A review of medtronic¿s database records did not show any previous reports regarding this patient or the listed devices.

Manufacturer narrative:
The law firm that made the legal request was contacted, but unable to provide details as to which specific clinical observations were made against each of the three devices; the following codes represent what was reported in total against the three devices. Separate reports are being filed on the other two devices. A supplemental report will be filed when the device investigation is complete. (B)(4).

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. The sterilization lot records of this valve were reviewed and no non-conformances were noted that would have contributed to the infection/endocarditis reported in this event. There were no complaints for infection or endocarditis reported for valves that were sterilized in the same sterilization lot. This investigation will be reassessed if additional information is received or if the device is returned to medtronic.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.